Event description:
On 3/7/2024, an email was sent to intuvie asking for hexfile from the distributor as they observed that pump is slightly over infusing during bench testing. Distributor said it needs flowrate offset of 0%. In this case it is determined that the pump is slightly over infusing but flow rate accuracy unknown. No patient involved as issue found during testing by distributor.

Manufacturer narrative:
This flowrate issue was observed during bench testing done by the distributor. Distributor asked for hexfile was sent sent to the distributor..